Event description:
A malfunction on the pump was reported, but no notable events occurred before the malfunction. The impact on the customer's blood glucose level was unknown as they declined to answer. Technical support provided information for resetting the pump and assisted in doing so. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears.